Event description:
Burned twice/ burn on skin, pain [thermal burn]. Open wound [wound]. Did not check skin under the product while wearing thermacare. [Intentional device misuse]. Mark on the skin [skin discolouration]. Case description: this is a spontaneous report from a contactable consumer reported on behalf of herself. This (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare neck, shoulder & wrist) multiple times a month, 6-7 hours one time since 2010 to deal with chronic pain and thermacare heatwrap (thermacare menstrual) multiple times a month for years to deal with pain. The patient's medical history included asthma and dysmenorrhea. The patient's concomitant medications included paracetamol ((B)(4)) at 200mg once a day from an unspecified date in (B)(6) 2016 for pain/ shoulder pain and medroxyprogesterone acetate ((B)(4)) from an unspecified date at four times a year for dysmenorrhea. The patient reported she had recently been burned twice, once by a menstrual wrap on an unspecified date in (B)(6) 2016 (reported as (B)(6)) and the day before on (B)(6) 2016 by one of the shoulder wraps. Each burn had been about the size of one of the heating elements and has been extremely painful. She felt pain where thermacare was placed on the skin and was burned with an open wound about the size (illegible) cell. Last time, the burn took two weeks to heal and was very painful. The patient indicated that marks on the skin remain. Therapeutic measures taken included the application of bacitracin ointment given by her doctor. The patient's skin tone was assessed as medium (neither light nor dark). She denied having sensitive skin and reported no abnormal skin conditions. The patient attached the adhesive to clothing. She did not engage in exercise while using the product and did not check the skin under the product while wearing thermacare. The patient read the usage instructions on thermacare before usage. She reported experiencing a "pain burn" with previous use of other heating products for pain relief (electric heating pad, hot water bottle, microwave gel pack). Action taken with both suspect products was permanently withdrawn on an unspecified date in (B)(6) 2016. Clinical outcome of the events burn and open wound was resolving with sequelae. Clinical outcome of the remaining events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (24jun2016): new information received from a contactable consumer includes: patient age, medical history, concomitant medications and reaction data (new events of open wound and skin discoloration). This case has been upgraded to a serious reportable medical device report. Company clinical evaluation comment: based on the information provided, the events of burned twice/ burn on skin, pain and open wound as a result of the reported device misuse described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The event of mark on the skin is medically assessed as non-serious and associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events of burned twice/ burn on skin, pain and open wound as a result of the reported device misuse described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The event of mark on the skin is medically assessed as non-serious and associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.

Event description:
Burned by a menstrual wrap / burn on skin, pain [thermal burn], open wound [wound], did not check skin under the product while wearing thermacare/read the usage instructions on thermacare before usage [intentional device misuse], mark on the skin remain [skin discolouration]. Case narrative: this is a spontaneous report from a contactable consumer reported on behalf of herself. This consumer reported two devices. This is the first of 2 reports. This 25-year-old female patient (not pregnant) started to use thermacare heatwrap (thermacare menstrual) multiple times a month for years to deal with pain. The patient's medical history included asthma and dysmenorrhea. The patient's concomitant medications included paracetamol (tylenol) at 250 mg once a day from an unspecified date in (B)(6) 2016 and ongoing for pain/ shoulder pain and medroxyprogesterone acetate (depo provera) from an unspecified date at four times a year for dysmenorrhea. She reported experiencing a "pain burn" with previous use of other heating products for pain relief (electric heating pad, hot water bottle, microwave gel pack). The patient reported she had recently been burned on skin by a menstrual wrap on an unspecified date in (B)(6) 2016 (reported as "early (B)(6)"). The burn had been about the size of one of the heating elements and had been extremely painful. She felt pain where thermacare was placed on the skin and was burned with an open wound about the size recting cell. Last time, the burn took two weeks to heal and was very painful. The patient indicated that mark on the skin remain in 2016. Therapeutic measures taken included the application of bacitracin ointment given by her doctor. The patient's skin tone was assessed as medium (neither light nor dark). She denied having sensitive skin and reported no abnormal skin conditions. The patient attached the adhesive to clothing. She did not engage in exercise while using the product and did not check the skin under the product while wearing thermacare in (B)(6) 2016. The patient read the usage instructions on thermacare before usage. Action taken with suspect product was permanently withdrawn on an unspecified date in (B)(6) 2016. Clinical outcome of the events burn and open wound was resolved with sequelae. Clinical outcome of the event mark on the skin was not recovered. The outcome of the other events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (24jun2016): new information received from a contactable consumer includes: patient age, medical history, concomitant medications and reaction data (new events of open wound and skin discoloration). This case has been upgraded to a serious reportable medical device report. Follow-up (08nov2019): this is a follow-up report to notify that the information about the suspect device thermacare neck, shoulder & wrist is being reported in (B)(4). All subsequent follow-up information about thermacare neck, shoulder & wrist will be reported under manufacturer report number (B)(4). This case has been considered a reportable malfunction. Company clinical evaluation comment: based on the information provided, the events of burn, pain and open wound as a result of the reported device misuse described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The event of mark on the skin is medically assessed as non-serious and associated with the use of the device., comment: based on the information provided, the events of burn, pain and open wound as a result of the reported device misuse described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The event of mark on the skin is medically assessed as non-serious and associated with the use of the device.

Manufacturer narrative:
This investigation was conducted for an unknown lot number menstrual 8 hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed. The lot number is unknown.

Event description:
Event verbatim [preferred term] burned by a menstrual wrap / burn on skin, pain [thermal burn] , open wound [wound] , did not check skin under the product while wearing thermacare/read the usage instructions on thermacare before usage [intentional device misuse] , mark on the skin remain [skin discolouration] . Case narrative:this is a spontaneous report from a contactable consumer reported on behalf of herself. This consumer reported two devices. This is the first of 2 reports. This 25-year-old female patient (not pregnant) started to use thermacare heatwrap (thermacare menstrual) multiple times a month for years to deal with pain. The patient's medical history included asthma, dysmenorrhea and ongoing pain/ shoulder pain. The patient's concomitant medications included paracetamol (tylenol) at 250 mg once a day from an unspecified date in (B)(6) 2016 and ongoing for pain/ shoulder pain and medroxyprogesterone acetate (depo provera) from an unspecified date at unspecified dose four times a year for dysmenorrhea. She reported experiencing a "pain burn" with previous use of other heating products for pain relief (electric heating pad, hot water bottle, microwave gel pack). The patient reported she had recently been burned on skin by a menstrual wrap on an unspecified date in (B)(6) 2016 reported as early (B)(6). The burn had been about the size of one of the heating elements and had been extremely painful. She felt pain where thermacare was placed on the skin and was burned with an open wound about the size recting cell. Last time, the burn took two weeks to heal and was very painful. The patient indicated that mark on the skin remained in 2016. Therapeutic measures taken included the application of bacitracin ointment given by her doctor. The patient's skin tone was assessed as medium (neither light nor dark). She denied having sensitive skin and reported no abnormal skin conditions. The patient attached the adhesive to clothing. She did not engage in exercise while using the product and did not check the skin under the product while wearing thermacare in (B)(6) 2016. The patient read the usage instructions on thermacare before usage. Action taken with suspect product was permanently withdrawn on an unspecified date in (B)(6) 2016. Clinical outcome of the events burn and open wound was resolved with sequelae. Clinical outcome of the event mark on the skin was not recovered. The outcome of the other events was unknown. According to the product quality complaint group: this investigation was conducted for an unknown lot number menstrual 8 hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed. The lot number is unknown. Site sample status was not received. Follow-up (24jun2016): new information received from a contactable consumer includes: patient age, medical history, concomitant medications and reaction data (new events of open wound and skin discoloration). This case has been upgraded to a serious reportable medical device report. Follow-up (08nov2019): this is a follow-up report to notify that the information about the suspect device thermacare neck, shoulder & wrist is being reported in 2019489174. All subsequent follow-up information about thermacare neck, shoulder & wrist will be reported under manufacturer report number 2019489174. This case has been considered a reportable malfunction. Follow-up (06apr2020): new information received from the product quality complaint group included investigational results., comment: based on the information provided, the events of thermal burn and wound as a result of the reported intentional device misuse described in this case are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The event of mark on the skin is medically assessed as non-serious and associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. In the case narrative, there is evidence of intentional device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] did not check skin under the product while wearing thermacare/read the usage instructions on thermacare before usage [intentional device misuse], burned by a menstrual wrap / burn on skin, pain [thermal burn], open wound [wound], mark on the skin remain [skin discolouration]. Narrative: this is a spontaneous report from a contactable consumer reported on behalf of herself. This consumer reported two devices. This is the first of 2 reports. This 25-year-old female patient (not pregnant) started to use thermacare heatwrap (thermacare menstrual) multiple times a month for years to deal with pain. The patient's medical history included asthma, dysmenorrhea and ongoing pain/ shoulder pain. The patient's concomitant medications included paracetamol (tylenol) at 250 mg once a day from an unspecified date in (B)(6) 2016 and ongoing for pain/ shoulder pain and medroxyprogesterone acetate (depo provera) from an unspecified date at unspecified dose four times a year for dysmenorrhea. She reported experiencing a "pain burn" with previous use of other heating products for pain relief (electric heating pad, hot water bottle, microwave gel pack). The patient reported she had recently been burned on skin by a menstrual wrap on an unspecified date in (B)(6) 2016 reported as early (B)(6). The burn had been about the size of one of the heating elements and had been extremely painful. She felt pain where thermacare was placed on the skin and was burned with an open wound about the size recting cell. Last time, the burn took two weeks to heal and was very painful. The patient indicated that mark on the skin remained in 2016. Therapeutic measures taken included the application of bacitracin ointment given by her doctor. The patient's skin tone was assessed as medium (neither light nor dark). She denied having sensitive skin and reported no abnormal skin conditions. The patient attached the adhesive to clothing. She did not engage in exercise while using the product and did not check the skin under the product while wearing thermacare in (B)(6) 2016. The patient read the usage instructions on thermacare before usage. Action taken with suspect product was permanently withdrawn on an unspecified date in (B)(6) 2016. Clinical outcome of the events burn and open wound was resolved with sequelae. Clinical outcome of the event mark on the skin was not recovered. The outcome of the other event was unknown. According to the product quality complaint group: this investigation was conducted for an unknown lot number menstrual 8 hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed. The lot number is unknown. Site sample status was not received. Follow-up (24jun2016): new information received from a contactable consumer includes: patient age, medical history, concomitant medications and reaction data (new events of open wound and skin discoloration). This case has been upgraded to a serious reportable medical device report. Follow-up (08nov2019): this is a follow-up report to notify that the information about the suspect device thermacare neck, shoulder & wrist is being reported in (B)(4). All subsequent follow-up information about thermacare neck, shoulder & wrist will be reported under manufacturer report number (B)(4). This case has been considered a reportable malfunction. Follow-up (06apr2020): new information received from the product quality complaint group included investigational results. Follow-up (27apr2020): follow-up attempts are completed. No further information is expected. Follow up (27apr2020): new information reported from another contactable consumer included: additional reporter. Follow-up attempts are completed. No further information is expected. Comment: based on the information provided, the events of thermal burn and wound as a result of the reported intentional device misuse described in this case are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The event of mark on the skin is medically assessed as non-serious and associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. In the case narrative, there is evidence of intentional device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
This investigation was conducted for an unknown lot number menstrual 8 hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed. The lot number is unknown.